Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a piece of the cannula remained in the patient's body. The diabetic nurse suggested that the fragment be left and an x- ray performed in six months to ensure the fragment was no longer in the patient's body. No medical treatment was reported. The infusion set was requested to be returned for product evaluation.